Event description:
An abdominal stent graft system with aneurx iliac limbs were implanted in a pt for the endovascular treatment of a 7.2 cm abdominal aortic aneurysm approx 1 month ago. Aortic neck was angulated, 13 mm long, 19 mm in diameter at the renals and 25 mm in diameter above the aneurysm sac. There was an acute bending of the left common iliac. Vessels were tortuous and calcified. On (B)(6) 2010, the pt was symptomatic, and a kink of an aneurx iliac stent graft with limb thrombosis on the ipsilateral side was noted near the acute bending of the left common iliac. The decision was made to place a balloon-expandable stent and this successfully resolved the occlusion. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (stent graft occlusion). Eval, results & conclusions: (acute bending of the iliac artery, tortuous and calcified vessels).